Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier scanner light was flickering. A field service engineer (fse) advised that this issue extends to most stations at their facility and started after the latest application upgrade. Via remote support service (rss) session to station the fse inspected network adaptors finding hospital facing network interface card (nic) set for auto-negotiation and connected at 1 gbs. Modified the configuration to 100 hdx, netbios over transmission control protocol (tcp) off and disabled wireless adaptor. After verification from customer that this issue was resolved, the fse proceeded to inspect remaining stations at this facility finding all set identically. The fse performed same configuration on all remaining stations and that issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ,bio identification scanner had delay in reading fingerprints. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.